Event description:
The customer reported that in (B)(6) of 2013, she went to the hospital because she had developed cellulitis at the pod infusion site. She was given antibiotics via IV and was also given take home antibiotics and a cream. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot qualification or sterilization records were reviewed, as the product lot number was not provided.